Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 investigation summary. Service and repair evaluation: the repair technician reported that membrane vent was damaged, contact plate was cracked, device did not run in fast forward, forward and reverse mode, debris on internal component, discolored wire, replaced stripped d55 screw upon re-assembly. The cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 05.000.008. Synthes lot: 6194525. Supplier lot: 003034. Release to warehouse date: jul 30, 2009. Supplier: (B)(4). No ncrs generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the devices will no longer work. There was no patient involvement. Event was reported by the sterile processing department postoperatively. There were no reports of injuries, medical intervention or prolonged hospitalization. No treatments were delayed or cancelled as a result of the event. All information has been disclosed. No further information was provided.